Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture within the common bile duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, approximately half of the stent was deployed inside of the patient. However, the user was unable to reconstrain the stent. The stent was removed from the patient partially deployed. No visible damage was noticed to the device. The procedure was completed with a bsc plastic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be approximately (B)(6). (B)(4) for the reported event of stent deployment issue (partial deployment). The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.